Event description:
It was reported that there was a leak from an indwelling catheter placed at the left ankle. After removal of the catheter, a water test was performed, but no leakage was confirmed. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed and could not be reproduced. One 3fr sl powerpicc sv was returned for evaluation. During the investigation of the returned sample a defect or damage was not found. The sample was flushed and pressurized without a leak observed. Due to not being able to reproduce the complaint, this investigation is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was a leak from an indwelling catheter placed at the left ankle. After removal of the catheter, a water test was performed, but no leakage was confirmed. There was no reported patient injury. No other information was provided.